Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing due to atrial tachycardia. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient will be administered medication. No additional adverse patient effects were reported.